Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module which may have resulted in a loss of ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps repaired solder on front panel connectors. Calibrated and safety tested unit to factory specifications.